Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7098751. Product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 523366.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed through x-ray. The patient underwent a revision procedure and opted the physician to abort the case and explant everything as an infection precaution due to patient was desaturating during the procedure. No device malfunction suspected and the patient was doing well postoperatively. The explanted device components were not returned by the facility.